Manufacturer narrative:
(B)(4).

Event description:
The pt experienced oozing and wound dehiscence at the implantable neurostimulator (ins) pocket. The wound opened in the shower. The ins was explanted. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.